Event description:
The subject lead was explanted due to noise sensing.

Manufacturer narrative:
(B) (4). Conclusion: laboratory analysis of the lead in this case does not reveal any aspect that could have contributed to the oversensing events, as reported by the physician and recorded in the associated ovatio log files. Therefore, the issue is most likely associated to strong external interference, specific patient activities, or myopotential sensing. The observed cut to the external sheath of the lead was likely inadvertently caused by the physician during the explant operation.